Event description:
The nurse reported a system message displayed during set up for the last case. The system would not grasp the cassette. One case cancelled. The patient had received topical drops, but not retrobulbar/peribulbar block. The patient recovered and went home without issue.

Manufacturer narrative:
The customer canceled the service request and did not request any technical support. A review of the last 24 months did not indicate any additional complaints associated with the system. A review of the service history for system for the last 24 months did not indicate any additional, related, unplanned service requests for this system. There were no samples returned for evaluation and the system was not examined, therefore, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B) (4). (B) (4). (B) (4).